Event description:
It was reported that the device was sent to the biomedical engineer stating the battery symbol came on, and the device shut off. Patient involvement was unknown; however, the biomedical engineer stated the hospital did not fill out an incident report. The biomedical engineer tested the device and found no issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.